Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the catheter ruptured on the 5th day after placement. The urologist performed a cystoscopy and confirmed that there were no fragments of the balloon remaining inside of the patient's body.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon of the catheter ruptured on the 5th day after placement. The urologist performed a cystoscopy and confirmed that there were no fragments of the balloon remaining inside of the patient's body.

Event description:
It was reported that the catheter balloon was ruptured on the 5th day after the placement. The urologist performed a cystoscopy and confirmed that there were no fragments of the balloon remain inside the patients body.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Visual inspection noted sac burst along lumen without missing pieces. The water was introduced into the inflation lumen and did not experience any obstructions to impede the flow. The microscopic examination found no conditions that could be associated with the reported event. A potential root cause for this failure mode could be due to a user related (contact with sharp objects or exposed to petrolatum based products or mechanical failure or operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: " [warnings] 1.method for use (1)do not inflate the balloon in the urethra. [The urethra may be injured.] (2)do not pull the catheter hard. [The bladder or urethra may be injured.] 2.applicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubber latex. (2)patients with known allergy to silver-containing catheter." Correction: d, f. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.